Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported device rupture on an unknown side diagnosed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: breast pain: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Healthcare provider later reported a right side "discomfort in the area of the right mammary gland." The device has been explanted and replaced with non-allergan device.